Event description:
The customer reported that the device would not shut off, and that they overlay was already replaced. The remote service engineer (rse) advised the customer to replace the user interface printed circuit board (ui pcb). The customer was then provided the part ID for a replacement ui pcb. The customer reported there was no patient involvement at the time the issue was discovered. No patient or user harm reported.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/10/2023, 01/24/2023 and 01/31/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.